Event description:
On (B)(6) 2025, a patient underwent an ultrasound guide kidney biopsy procedure via normal density tissue by using the maxcore. It was reported that during the procedure, the device allegedly failed to fire. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records was performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent an ultrasound guide kidney biopsy procedure via normal density tissue by using the maxcore. It was reported that during the procedure, the device allegedly failed to fire. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: one maxcore disposable core biopsy instrument was received for evaluation. Upon visual evaluation, the device appeared to have residue on the distal tip of the stylet. The device was returned fully primed, with the top and bottom slide pulled back. Due to the condition of the device, no functional testing was performed. Therefore, the investigation is inconclusive for the reported failure to fire as no functional testing was performed due to the condition of the device. A definitive root cause for the reported failure to fire could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.